Manufacturer narrative:
Evaluation summary: lot number was provided. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon that the event is not serious; the outcome is unknown; the causality is unknown; and there is no possibility of other factors.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4)

Event description:
A doctor reported that approximately nine years following a cataract extraction with intraocular lens (iol) implant procedure sub-surface nano glistenings and glistenings were observed on the iol. Clouded iol was also confirmed. The iol remains implanted. Additional information was requested.